Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient had a right total hip arthroplasty on (B)(6) 2006. It is further alleged that the patient was revised on (B)(6) 2011 due to pain and squeaking with a head and liner exchange.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Device not returned.

Manufacturer narrative:
An event regarding audible noise and pain involving a trident liner was reported. The event was not confirmed. Device history review indicated all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, and x-rays are needed to fully investigate the event.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient had a right total hip arthroplasty on (B)(6) 2006. It is further alleged that the patient was revised on (B)(6) 2011 due to pain and squeaking with a head and liner exchange.